Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens (iol), the iol vaulted anteriorly. The surgeon repositioned the iol, however, after the lens repositioning, the pt presented with inflammation and fibrin in the anterior chamber and cystoid macular edema. The eye was treated with oral steriods. Topical steroids, and a steriod injection. At the last visit, the pt was improving, but the symptoms had not resolved.